Event description:
During an unrelated lead revision procedure, when attempting to connect the new lead it was noted the set screw was stripped on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of stripped set screw issue was confirmed. Septum material was observed inside the ventricular set screw hex cavity, and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.